Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803601, femoral head 12/14 taper, lot: 61401780, part: 00620205621, shell porous without holes 56 mm, lot: 61293570, part: 00630505636, liner standard 3.5 mm offset 36 mm i.d., lot: 61330270, part: 00771101200, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset, lot: 60968914. Multiple MDR reports were filed for this event, please see associated reports: head: 0002648920-2019-00350, cup: 0001822565-2019-02079.

Event description:
It was reported that a patient underwent left hip arthroplasty, subsequently the patient underwent a revision procedure approximately four and a half years later due to pain. It was noted on MRI that the patient had an effusion. During the revision procedure, it was noted that the liner was fractured and the locking mechanism was not functioning. The liner and head was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 0002648920-2019-00604.

Event description:
No further event information available at the time of this report.